Manufacturer narrative:
(B)(4). Concomitant medical products: item #unknown, unknown stem, lot #unknown. Item #unknown, unknown head, lot #unknown. Item #00875201032, liner elevated rim, lot #unknown. Foreign country - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01941.

Event description:
It was reported that during initial hip arthroplasty the surgeon could not seat the liner into the cup. Liner was removed and another liner was used successfully. Additional information was requested, however none was available.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed by evaluation of the returned liner, however the cup component was not returned for evaluation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.